Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/05/2015.device evaluation: the device has been returned and evaluated by product analysis on 02/19/2015 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed multiple pump reboots. The battery cap was able to secure onto the pump, and the pump powered on with the returned battery cap. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no evidence of moisture or loose components was found inside the pump. Unrelated to the initial complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.